Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of no bluetooth (ble) telemetry was confirmed. The device was received at end of life (eol) battery voltage level. The device was cut open, and battery was sent for analysis. Results revealed no anomaly on the battery. A new battery was used to test the hybrid, and it indicated normal device functionality, including telemetry functions of the device. The premature battery depletion is consistent with a hardware latch-up. A longevity assessment was performed, and premature battery depletion was observed.

Event description:
It was reported that the device was unable to communicate with bluetooth telemetry. The event was unable to be resolve with a magnet and different bluetooth dongles. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.